Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient fell and denied any dizziness or loss of consciousness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event. The right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing during the atrial blanking period. The ra lead remains in use. No further patient complications have been reported as a result of this event.